Event description:
After about a year of getting saline breast implants, I have developed an autoimmune disease called interstitial cystitis along with extreme gut dysbiosis, including sibo and an extreme histamine intolerances to almost all food except cooked vegetables and meats.